Manufacturer narrative:
Correction: section d - device available for evaluation marked as yes, in the initial report this was marked as no. Additional information: section d - expiration date; device returned to manufacturer. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke cls was returned to saluda for analysis. The device passed visual and functional charging testing with no anomalies noted. The temperature of the device was monitored during a charging session, and the cls maximum temperature was 27.5 degrees celsius. It is possible the excessive heating was a result of the patient's charging form, but this cannot be confirmed. The root cause of the charging difficulty and temperature problem cannot be definitively determined. The evoke scs system user manual states, "to improve the quality of the link between the charging coil and the cls, move the coil closer to the implant and remove any clothes or other obstructions between the coil and the skin over your implant."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty establishing connection with the evoke closed loop stimulator (cls) resulting in charging difficulties. The patient additionally reported the cls felt warm during charging. A revision procedure was performed, and the cls was replaced to resolve the reported event.